Event description:
Customer alleges she was using the chair and when she went to come up from recline the chair wouldn't move. She tried to reverse to see if it would engage and it didn't. She tried to get out and the back of the chair hit her.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
Customer alleges she was using the chair and when she went to come up from recline the chair wouldn't move. She tried to reverse to see if it would engage and it didn't. She tried to get out and the back of the chair hit her.

Manufacturer narrative:
Device was evaluated by a field service technician. The f.s.t. Replaced the hand control and the device functioned properly.